Event description:
On 11/16/2009, company rep reported she met with a trainer on (B)(6) 2009 and when trying to use the infusion device, it kept displaying an e10 (cartridge error) and the piston rod was making "an unusual noise like it was struggling to rewind." Had her insert a new battery. She reported she went to the change the cartridge process, and it attempted to retract the piston rod for 5 seconds and made the unusual noise and then, went into another e10 cartridge error. Company rep reported the noise is only during the rewind process. She reported the infusion device had not been used in 3 yrs as the trainer has not had any training sessions. No physiological effects were reported. No medical assistance was required from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device.